Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was found out that the shunt tube valve was blocked several days after the procedure. Then the doctor explanted it and implanted a new fv434-t. But after several days it was found the second one was blocked again.

Manufacturer narrative:
B1 & 2 - adverse event and product malfunction. Manufacturing site evaluation: the progav valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received dry. Permeability test - the test results showed that the valve was not permeable. Adjustment test - this test showed that the valve was adjustable to all settings. Braking force and brake function test - this test showed that the brake function is fully in place. Visual examination - no significant deformations were found but there were scratches on the valve which were detected during the inspection. Computer controlled test - the test is performed in the horizontal and vertical position. The first test and second test results showed that the reference flow level was within the accepted tolerances. We cannot confirm the suspicion of over-drainage. Results - we received the valve dry. The inspection of dry items is not significant because dry deposits of liquor and blood can affect the product performance. We have investigated the valve to the best of our abilities. After the tests, we have dismantled the valve. Within the valve and on the cover we found dry deposits of blood. Based on the condition of the valve at the time of delivery we confirm a blockage through dry bloody deposits. We suspect also that the deposits inside the valve could have caused the presumed blockage in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.